Manufacturer narrative:
This device is intended for dental use only and this event was off-label use of the device. However, since this event resulted in a serious injury, it is reportable per 21 cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.

Event description:
A report was received from a poison control center that a patient had experienced an adverse reaction after receiving an intravesical injection of zelgan impression material. The patient has been hospitalized with a urinary catheter and is awaiting possible surgery.